Event description:
Account representative reported: ¿it has happened again, the same situation¿ and ¿disfigured and had taken on a different shape. Like someone took a piece of string and put it on the center of the implant and tightened it up, kind of like a double implant or a depressed section of the implant.¿ this record is for the left side. The device remains implanted.

Manufacturer narrative:
Implant due to aesthetic appearance of the product, the otherwise unnecessary surgery would be considered a serious harm, severity 3. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device appearance.

Event description:
Healthcare professional reported via account representative reported: ¿it has happened again, the same situation¿ and ¿disfigured and had taken on a different shape. Like someone took a piece of string and put it on the center of the implant and tightened it up, kind of like a double implant or a depressed section of the implant.¿ healthcare professional further reported "shaped differently, disfigured", "malformed", "creases" and "odd shape". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - varied injurie : unable to observe as it is not related to the manufacturing process. - wrinkling: observed. - device appearance: observed deformation on device. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The previously reported events were initially reported from a healthcare professional. Healthcare professional further reported "shaped differently, disfigured", "malformed", "creases" and "odd shape". The device has been explanted and replaced.